Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). (B)(4). Device history records review was completed for part# 03.010.103, lot# 9586935. Manufacturing location: (B)(4), manufacturing date: aug 20, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, an elderly patient with metastatic cancer underwent surgery for broken bone. During a left intramedullary nailing with a long expert nail, the drill bit broke while being used. It was reported that the broken drill tip stayed inside the patient, stuck inside the nail. Surgeon could not remove the broken drill tip. Additionally, the surgeon could not put two screws on the distal holes where he initially intended due to the area were the drill bit broke in the nail. Surgeon successfully implanted one screw. It was reported that the surgery was merely a palliative surgery considering how advanced the cancer was. The reason for the surgery was a midshaft humeral tumor that had broken the bone. The patient did not have any additional impact due to the event. The surgery was prolonged approximately 10-15 minutes due to additional steps required to try and remove the device. Surgery outcome was not reported. Concomitant reported parts: one (1) expert humeral nail (part# 04.001.436s, lot# l040720). Two (2) locking screws (part/lot number is either 04.005.415s / l136217, 04.005.428s / 9827982 or 04.005.434s / 9849849). This report is for one (1) 3.2 mm three fluted drill bit. This is report 1 of 1 for (B)(4).